Event description:
It was reported that the customer experienced intermittent loss of continuous glucose monitoring data on the ilet bionic pancreas when paired with a dexcom g7 sensor, with the pump displaying no cgm readings for approximately two hours while the dexcom app continued to show glucose values. The customer performed troubleshooting by switching the cgm setting from g7 to g6 and back to g7, after which the ilet displayed cgm readings, and subsequent use showed no further connection issues. Symptoms included an interruption of cgm data display on the pump without reported hypoglycemia, hyperglycemia, or injury. Outcomes included temporary loss of cgm-driven automation on the pump until reconnection occurred. Investigation included technical review of connection behavior and device performance data. Investigation of this case revealed that the cgm-to-pump communication resumed following user-performed reconfiguration, and no persistent malfunction was identified. It was concluded that the event was consistent with a transient communication issue between the cgm and the pump, resolved with user troubleshooting, with the device functioning as expected thereafter.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.